Event description:
During a liver resection procedure, after 2 minutes, no function, there was a permanent tone. No further information is available. Case was completed with same like product. There was no pt consequence. Two devices will be returned.